Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the catheter that remained from the old system was the fractured part of the spinal segment unseen by the naked eye, it was visible in x-ray in the intrathecal space, however the hole was closed so there would be no csf (cerebral spinal fluid) leak from the old portion remaining. A new spinal segment was inserted and connected to the old catheter that remained visible. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 11-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 20mg/ml morphine at 4.255mg/day via an implantable infusion pump for an unknown indication for use. The hcp opened the spine for an infusion unrelated to the device and found a fractured catheter. The catheter was fractured on the 20cm line. The hcp was planning on revising the existing catheter with a 8598a catheter, and leaving the fractured catheter in the patient's body. The pump was put atminimum rate. No symptoms were reported. No further complications were reported.